Event description:
The patient's generator that was explanted during the full revision due to high impedance was returned for analysis. Product analysis confirmed the presence of high impedance. Beside the high impedance values stored on the generator, there were no performance or any other type of adverse conditions found with the pulse generator. The suspect product (lead) has not been received to date. No additional relevant information has been received to date.

Event description:
An implant/warranty form was received for the patient's full revision surgery. No device is expected for return as the hospital historically does not return devices. No device was returned to date. No additional, relevant information was received to date.

Event description:
It was reported that a patient will be having a full revision surgery due to high impedance. No known surgery has occurred to date. No additional, relevant information was received to date.